Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on 06/18/2025. According to the patient¿s parent, on (B)(6) 2025, the patient experienced a skin reaction with redness, inflammation and infection under entire patch area. On (B)(6) 2025, the patient¿s parent consulted woodside surgery in loftus. The skin reaction had an infection on the insertion site, swelling, redness under the patch. They prescribed oral antibiotic flucloxacillin 5mg x4 a day. No photo was provided. At the time of the report the patient was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).